Event description:
A nurse reports that she has an allergy to latex. She stated that she has used latex gloves made by various glove manufacturers. This is the second of two reports being filed for this event. In her report, the nurse stated she wore medical gloves and surgical gloves. This report is for the surgical gloves.